Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that eleven days following the valve-in-valve implant of this transcatheter bioprosthetic valve within another transcatheter bioprosthetic valve, the patient died shortly after admission to the hospital for chest pain. The reported cause of death was cardiac arrest. The patient had chronic atrial fibrillation (afib) with left bundle branch block (lbbb) and first degree atrio-ventricular (av) block. Several pauses occurred, the longest lasting 39.3 seconds, with isolated ventricular ectopy (couplets and triplets). The patient subsequently died due to the asystole. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.